Manufacturer narrative:
Patient gender not available for reporting. Customer quality reviewed the computerized tomography (CT) scans provided. Neither the material nor additional information was received for investigation, what makes a determination impossible. The received CT-scan pictures confirm the issue as per event description; the complaint therefore has been determined to be confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The associated dcrm adequately addresses the complaint condition. Based on the provided information, without the material and without knowing the lot number no investigation or disposition is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID and age not provided for reporting. (B)(4). This report is for unknown pdl implant/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the vertebral body fractured while inserting the prodiscl implant. No surgical delay is reported. No information available about patient condition and outcome. Complaint involves 1 part. This report is 1 of 1 for (B)(4).